Event description:
Procedure: unk. Upon inserting the distal tip of the instrument, the clear optical nose that covers the cannula and knife split in half and broke. When this happened it broke as it was partially inserted through the abdominal wall so it wedged in the tissue and had to be removed.